Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a mohs procedure on and unknown date and suture was used. The patient seemed to developed more inflammation to the suture. No additional information has been provided.